Event description:
Information received from the field notes that the patient had an old pacemaker system on the right side and a new system was implanted on the left in december 2005. The old system was programmed to ovo mode and left implanted. The patient was in the hospital and several pauses >2 seconds were seen. The newly implanted device was programmed to doo to avoid continued oversensing. The patient will be monitored.